Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced retention issues due to thick skin flap leading to inconsistent device use. It was also reported that receiver/stimulator has shifted from the original placement and now positioned inferiorly in the patient neck muscle. The device was explanted on (B)(6) 2025, and the patient reimplanted with another cochlear device during the same surgery.